Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. No moisture damage was found inside the insulin pump. The insulin pump had minor scratches on the display screen, cracked case display window corner and a cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump after kyacking. He stated that they insulin pump may have been exposed to water. The blood glucose reading was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.